Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy that the device wasn't firing properly and the staples would not close. It is unknown how the procedure was completed. There were no patient consequences reported.